Event description:
Patient presented to the physician with continued symptoms of neurapraxia. Symptoms include tongue asymmetry, difficulty swallowing, slurred speech, and occasional tongue pain. The patient is currently undergoing speech therapy to address these symptoms.